Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issue, the nonconforming 5 valve green printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to a nonconforming 5 valve green printed circuit board (pcb). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console presented with poor fluid/air exchange and poor intra-ocular pressure settings during a vitrectomy surgery. The surgery was completed successfully after adjusting the intra-ocular pressure. The patient impact was not reported.